Manufacturer narrative:
Pr (B)(4): initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported there was a transfer needle with white substance on the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly in its packaging blister. The needle has what appears to be an epoxy drip over on the needle. This defect could occur if there was a jam at the cannulator. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 2363735. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Lot 2363735 meets our acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
While checking retain samples, a roche employee identified a transfer needle with white substance on the needle as per the picture below: for the following investigation, please: 1 review the documentation of batch 2363735. 2 report any deviations, events, or process/material changes that could be seen related to the event "white/bright coating on transfer filter needle 18gx1 1/2"-1um" 3 inspect the photograph of the error pattern. 4 provide a conclusion concerning upe evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. We appreciate your support on the investigation by providing the report latest on: 14.03.2024.